Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
End user reported intermittent bleeding at the mucocutaneous juncture since around the end of (B)(6) 2016. According to the end user, he noted a pinhole size area at the mucocutaneous juncture which was bleeding a moderate amount where it comes in contact with the mass. Additionally he would note blood on his urostomy pouch. He went to the emergency room on (B)(6) 2016 and the area was cauterized. He has only noted a drop of blood from the area since having the area cauterized.